Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient states sometimes when he uses the aviva combo meter for blood glucose measurement, the data isn't recorded. Also, sometimes when he turns on the meter, all the data of bolus advice are deleted. No adverse event reported. A request was made for the return of the device.